Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a saphenous vein graft to the right coronary artery. After completing the procedure, the hi-torque supra core 35 guide wire (gw) was being pulled out and met resistance and got stuck with the 4fr sheath. The gw was intended to be used for an angioseal but the gw could not be advanced or withdrawn as it was stuck. Then it was noted that the distal end was stretched, unraveled and an outer coil was sticking out. The wire was intentionally cut proximal to the stretched and unraveled portion. The remaining portion of the wire was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned guide wire. The reported wire break and stretched coils were confirmed. The reported difficult to position/remove were unable to be confirmed due to the condition of the wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the hi-torque supra core 35, ce/FDA instructions for use (IFU), states: guide wires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guide wire carefully for bends, kinks, or other damage. Do not use damaged wires. Using a damaged wire may result in vessel damage and / or inaccurate torque response. The investigation was unable to determine a conclusive cause for the reported difficulty to position. Although a conclusive cause for the reported difficulty to position could not be identified, the reported difficulty to remove, stretched coils and coil breakage appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.